Event description:
It was reported a 4f spyglass pigtail catheter was inserted over the guidewire and into the left ventricle. The guidewire was introduced into the ventricle first nd then the catheter was inserted. The guidewire was withdrawn and the physician noted an unusual bend on catheter (4-6 cm segment). The physician attempted to feed the guidewire back into the catheter and the guidewire exited through the side of the catheter. The entire system was pulled back; however, the tip of catheter dislodged from the shaft and remained in the right iliac artery. The pt underwent surgery to remove the fractured portion of the catheter. The pt was reportedly recovering with no further complications.